Manufacturer narrative:
(B)(4).

Event description:
According to the reporter the patient had an esophageal procedure with the placement of the bravo capsule for a ph study. Review of the completed study showed high ph and baseline readings. A repeat bravo capsule procedure was performed.